Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. The insulin pump had minor scratched display window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported by the customer's mother, that the act and esc buttons on the insulin pump are unresponsive. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.